Manufacturer narrative:
A review of the site's system logs revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion lung biopsy procedure, the patient developed a pneumothorax that required chest tube placement. The target nodule was in the left upper lobe. The pneumothorax was identified during cios spin imaging. The procedure was completed successfully and a chest tube was placed to resolve the pneumothorax. The physician attributed the event to the use of the radial endobronchial ultrasound probe, which had been utilized multiple times during the procedure. There is no allegation of malfunction associated with the ion system, its instruments, or accessories. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.